Event description:
It was reported that this lead was implanted and six days later, it was found that the lead had perforated the heart wall. Subsequently, a lead revision procedure was performed and the lead helix could not be extended after rotation inside the patient. The lead was then tested outside the patient and the helix could be extended, however, after one more attempt inside the patient, the lead helix did not extend. The physician then decided to explant and replace this lead to complete the procedure. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to identify any lead characteristics that would have resulted in the clinical observation of perforation.

Event description:
It was reported that this lead was implanted and six days later, it was found that the lead had perforated the heart wall. Subsequently, a lead revision procedure was performed and the lead helix could not be extended after rotation inside the patient. The lead was then tested outside the patient and the helix could be extended, however, after one more attempt inside the patient, the lead helix did not extend. The physician then decided to explant and replace this lead to complete the procedure. No additional adverse patient effects were reported. The lead was returned for analysis.